Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a temperature issue. The reporter alleged that a battery had melted in the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: during investigation, the pump electrical current draws were found to be within specification. There was corrosion found in the battery compartment and the battery compartment was cracked. A leak test revealed that pump leaked at the battery compartment. The pump was opened and moisture damage was found on printed circuit board. The pump histories were unable to be downloaded due to moisture damage. The complaint of a temperature issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.